Event description:
It was reported that the system arced thereby losing displayed images. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and put back into service.